Manufacturer narrative:
Final analysis found that the pulse generator exhibited loss of telemetry due to a discrepant integrated circuit. After replacing the integrated circuit, normal function ensued.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
While attempting to perform sense and threshold testing, the error message -communication with the device has been lost- displayed, and the test cancelled. Testing was attempted in a different room, with different programmers, but was still unsuccessful. More testing was attempted on (B)(6) 2010. Interrogation was abnormally slow and caused the pacemaker dependent patient to feel faint, so it was discontinued. The device was explanted and replaced.